Manufacturer narrative:
A defective drive fan two was reported. The failure occurred before use. No harm to any person has been reported. A getinge service technician (fst) was sent for investigation and repair on (B)(6) 2023. The drive fans were replaced. Both fans were functioning according to specification. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error message "drive fan two and one defective" could be confirmed. The affected drive fans were investigated by getinge life-cycle-engineering (lce) on 2023-06-14 with following conclusion: the failure could not be reproduced for drive fan two. The failure for drive fan one could be confirmed, as drive fan one was not rotating. The most probable root causes are: issue in the control of the motor. Issue in the transmission of the torque to the rotor. The system has redundant fans to ensure a proper cooling even if one fan malfunctions. In case of a defective fan a visual and acoustic alarm is generated. In addition an alarm is generated if the internal temperature is too high. The review of the non-conformities has been performed on 2022-08-31 for the period of 2017-06-13 to 2022-08-26. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-06-13. Based on the results the reported failure "drive fan one and two defective" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Event description:
It was reported that a drive fan two defective was reported and there was no dust in fan. The cardiohelp was send to the depot center. According to the logfiles both fans showed the error message "drive fan defective". Furthermore the getinge technician from the depot center stated that both fans were operating normally when he tested the cardiohelp and the connector on the sensor board looks normal. He replaced both drive fans. The failure occurred prior to use. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
A getinge service technician (fst) was sent for investigation and repair. The drive fans were replaced as a precaution. The fst did not see any dust accumulation on the fans. Both fans were operating normally when he tested the cardiohelp. The connector on the sensor board also looks normally. According to the logfile analysis the drive fan 2 and 1 defective error message was logged on (B)(6) 2022. The review of the non-conformities has been performed on (B)(6) 2022 for the period of (B)(6) 2017 to (B)(6) 2022. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-06-13. The fans were requested for investigation. A follow-up medwatch will be submitted when additional information becomes available.